Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately nine (9) years post initial procedure routine follow up computed tomography angiography identified a type iiia endoleak with afx infrarenal aortic extension separation from the afx bifurcated stent graft. Reintervention was completed with implant of an afx vela infrarenal. The type iiia endoleak was successfully sealed. The final patient status was reported t be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest luminal stenosis of the mid graft and a fracture of the proximal main body occurred that was not included in the event as reported. These findings were discovered during an examination of the 109-post index CT scan report. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B6: relevant tests and lab data - updated g3: awareness date ¿ updated h6: investigation type code ¿ remove 4119 h10/h11: additional manufacturer narrative/corrected data - updated

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest luminal stenosis of the mid graft and a fracture of the proximal main body occurred that was not included in the event as reported. These findings were discovered during an examination of the 109 post index CT scan report. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately nine (9) years post initial procedure routine follow up computed tomography angiography identified a type iiia endoleak with afx infrarenal aortic extension separation from the afx bifurcated stent graft. Reintervention was completed with implant of an afx vela infrarenal. The type iiia endoleak was successfully sealed. The final patient status was reported t be doing well. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest luminal stenosis of the mid graft and a fracture of the proximal main body occurred that was not included in the event as reported. The stent fracture and luminal stenosis were discovered during a review of the 109 post index CT scan report.